Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced break and fluid leak. These reports were received from various sources. Both events did involve patients with no reported patient injury. Both patients ranged from 68¿ 75 years of age, both patients weights are 59kgs; and one patient is female and the second patient is male.

Manufacturer narrative:
H10: one of the reported malfunctions has been reassessed and was reported as a serious injury and reported under MDR 3006260740-2020-00524. The remaining malfunction provided a photo and the sample was returned for evaluation. The evaluation identified a break and a leak. The root cause could not be determined. The sample was labeled for single use. H10: g4. H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 2 devices, only one lot number was provided and a lot history review will be performed. One sample was returned to the manufacturer for inspection/evaluation and the return of the second sample is pending. Of the 2 devices, one file provided an x-ray image and both malfunctions provided photos for review. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced break and fluid leak. These reports were received from various sources. Both events did involve patients with no reported patient injury. Both patients ranged from 68¿ 75 years of age, both patients weights are (B)(6) kgs; and one patient is female and the second patient is male.